Event description:
Caller reported cgm error 42. Although the error occurred, there was no adverse impact to the customer's blood glucose level. The customer was informed by technical support to wait 20 minutes after the pump comes out of storage mode before starting a sensor session. The customer understood and had already reset the pump prior to contacting technical support.